Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between longer than 48 hours. The patient was taken to the urgent care and diagnosed with an infection. The patient describes the site as painful and swollen. The patient was treated with antibiotics (sulfameth-trimethoprim 800/160 mg tb every 12 hours for 10 days).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.